Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricular lead exhibited high pacing impedance. The physician decided to replace the lead. During the procedure, the proximal portion of the lead was broke. The physician decided to abandon explantation. The physician attempted to place the new lead but the lead was not replaced due to patient anatomy. The patient was stable and would continue to be monitored.